Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspected noted a loose patient outlet connector, damaged input/output label. The complaint was confirmed on visual inspection no other analysis was performed. A root cause was due to twisting action over time will cause the patient outlet fitting to become loose or completely disconnected due to a design issue. No previous service history was identified. A device history record (DHR) was not relevant due to the design issue. Action: checked the security of the patient outlet connector, re-tightened to specifications. Replaced input/output label. Replaced MRI battery, o-rings and sintered filter for the preventative maintenance (pm). Reset patient pressure cycling light emitting diode (led) to tolerance. Performed preventative (pm), cleaned and affixed new service label. Device passed all functional and delivery tests.

Manufacturer narrative:
Date of event, is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient pulled circuit outlet port and it was screwed it back in. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information was received that indicated it is unknown if there was a patient involved in the complaint but the reporter stated that no patient harm was reported to them.